Event description:
Catheter malfunctioned while IV was being placed. Device was inserted into the vein with immediate blood flow into the device. Catheter would not slide in vein; the device needed to be removed and the safety shield did not cover needle.